Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0924, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Within 48 hours of the procedure she became bedbound with severe pain and copious bleeding. Eleven days later, her coils were removed via salpingectomy. Unfortunately, that was not the end of her history with essure. It was as if the device rebooted her immune system with a whole host of glitches. The most debilitating symptoms were the unexplained vertigo and the intercostal neuralgia, both of which bring her to the floor and prevent her from regularly driving. She also experienced joint pain especially in hips, neck and left ankle. Her hands lock up, cramp, lose strength and go numb with minimal use. She had allergies and sensitivities to personal products (she must use chemical free, organic, unscented products now as anything else gives her a rash and fragrances trigger asthma episodes her asthma, which was always moderate and well controlled on limited meds, was now difficult to control. She had been to the ER for breathing treatments, steroids and antibiotics multiple times over the past two years. Prior to her experience with essure, the last time she required emergency treatment for asthma was over 6 years ago. She had intended to return to work after her youngest started school full time, but that became impossibility after essure (she had a tendency to black out or double over from the cramps in chest wall muscles, not to mention her asthmatic reaction to cleaning products or air fresheners) company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and copious bleeding (seen as genital bleeding). These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, consumer experienced severe pain and copious bleeding within 48 hours of the essure procedure. Her coils were removed via salpingectomy 11 days after insertion. Based on a positive temporal relationship, nature of the events and considering that no alternative explanation was provided, a causal relationship with suspect insert cannot be excluded. It was also reported that the device rebooted her immune system with a whole host of glitchex, which is serious due to its medical importance and unlisted. Based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 24-nov-2015: no new information. Follow up 02-dec-2015: no new information was provided. Follow-up information received on 15-dec-2015 no new clinical information provided. Follow-up information received on 17-dec-2015 no new clinical information provided. Follow-up information was received on 16-nov-2016. Patient stated that following the procedure she woke up in blinding pain. She was hospitalized. Patient contact information was not available. Follow-up received on 18-nov-2016: the consumer recalls she woke up in blinding pain. She has never felt anything like this. She has given birth without meds, and she has had back surgery, and has never felt this intensity of pain in her life before. Follow up information received on 23-nov-2016: duplicate case identified - (B)(4). All documents and information transferred to this remaining case and case (B)(4) marked for deletion. Case is now potential legal. Essure was inserted on (B)(6) 2013. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain/ blinding pain and copious bleeding (seen as genital bleeding). She was hospitalized. These events are anticipated in the reference safety information for essure. In this case, consumer experienced severe pain and copious bleeding within 48 hours of the essure procedure. Her coils were removed via salpingectomy 11 days after insertion. Based on a positive temporal relationship, nature of the events and considering that no alternative explanation was provided, a causal relationship with suspect insert cannot be excluded. It was also reported that the device rebooted her immune system with a whole host of glitchex, which is serious due to its medical importance and unlisted. Based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Upon follow-up receipt, case became legal. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 02-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and copious bleeding (seen as genital bleeding). These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, consumer experienced severe pain and copious bleeding within 48 hours of the essure procedure. Her coils were removed via salpingectomy 11 days after insertion. Based on a positive temporal relationship, nature of the events and considering that no alternative explanation was provided, a causal relationship with suspect insert cannot be excluded. It was also reported that the device rebooted her immune system with a whole host of glitchex, which is serious due to its medical importance and unlisted. Based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.